Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the pump failed to power on; therefore, the investigators were unable to adequately investigate the original complaint. Unrelated to the original complaint, corrosion was noted in the battery compartment. The battery compartment was cracked alongside the pump and below the bumper pad. The pump leaked at the battery compartment cracks. The pump was opened and moisture damage was found inside the case. It was determined that pump had no power due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.